Event description:
During a coil embolization procedure, the physician encountered difficulty in delivering the orbit rdfl complex standard coil (638cs1030/15411236) in the prowler lp es (mc) microcatheter (catalogue and lot# unknown), and the coil got stuck. Therefore, it was decided to replace the coil with a new product (details unknown) and the procedure was successfully completed with no further issues. However, it was unknown if the same mc was used with the next coil. After the event, the coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times, and no kinks were noted in the mc that may have contributed to the event. No patient injury was reported. After the product was removed from the patient, other than the reported event, the coil (fracture separated, etc) or delivery system damaged (fracture, separated, kink, bend, etc) or microcatheter were not damaged, and the coil remained attached to the delivery system. The coil will be returned for evaluation, and no further information was provided.

Manufacturer narrative:
One non sterile trufill dcs orbit was received in a plastic bag, the unit was entangled and several kinks were found along the hypotube. Support coil, gripper and embolic coil were found outside the introducer (the introducer was received completely separated from the unit). Gripper and embolic coil were observed under a microscope. No damage/anomalies were noted. Functional test could not be performed since unit was not loaded into introducer tube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil impeded-in microcatheter' could not be evaluated due to the condition of the received product (unit not loaded on introducer); the cause the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. This one of two units used in the same patient with manufacture report number 1058196-2011-00493 and 1058196-2011-00494. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated analysis: one non sterile trufill dcs orbit was received in a plastic bag, the unit was entangled and several kinks were found along the hypotube. Support coil, gripper and embolic coil were found outside the introducer (the introducer was received completely separated from the unit). Gripper and embolic coil were observed under a microscope. No damage/anomalies were noted. Functional test could not be performed since unit was not loaded into introducer tube. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil impeded-in microcatheter" could not be evaluated due to the condition of the received product (unit not loaded on introducer); the cause the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the physician encountered difficulty in delivering the orbit rdfl complex standard coil ((B)(4)) in the prowler lp es (mc) microcatheter (catalogue and lot# unknown), and the coil got stuck. Therefore, it was decided to replace the coil with a new product (details unknown) and the procedure was successfully completed with no further issues. However, it was unknown if the same mc was used with the next coil. After the event, the coil and delivery system was removed from the patient without any issues. There is no information available regarding the target site. An adequate continuous flush was maintained through the mc at all times, and no kinks were noted in the mc that may have contributed to the event. No patient injury was reported. After the product was removed from the patient, other than the reported event, there were no other damages to the coil (fracture separated, etc) or delivery system (fracture, separated, kink, bend, etc) and the microcatheter was not damaged. The coil remained attached to the delivery system. Only the coil is available for evaluation. There is no information regarding the target site or vessel characteristics. It was reported that no further information is available. One non sterile trufill dcs orbit was received in a plastic bag, the unit was entangled and several kinks were found along the hypotube. Support coil, gripper and embolic coil were found outside the introducer (the introducer was received completely separated from the unit). Gripper and embolic coil were observed under a microscope. No damage/anomalies were noted. Functional test could not be performed since unit was not loaded into introducer tube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The od from the delivery tube was measured and was found within specification the reported impedance during insertion of the coil into the microcatheter could not be evaluated due to the received condition of the orbit coil system and the microcatheter is not available for analysis. The cause of the reported event damages found on the orbit unit could not be conclusively determined, however the analysis and the device history records review indicates that the device did not present any obvious indication of manufacturing defect or anomaly contributing to the event as reported. The records review indicated that the product met specification prior to shipment. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. It is possible that procedural factors may have contributed; however based on the limited available information, no conclusion can be made. Therefore no corrective action will be taken at this time. This one of two units used in the same patient with manufacture report number 1058196-2011-00493 and 1058196-2011-00494.

Manufacturer narrative:
One non sterile trufill dcs orbit was received in a plastic bag. The unit was entangled and several kinks were found along the hypotube. Support coil, gripper and embolic coil were found outside the introducer (the introducer was received completely separated from the unit). Gripper and embolic coil were observed under a microscope. No damage/anomalies were noted. Functional test could not be performed since unit was not loaded into introducer tube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil impeded-in microcatheter" could not be evaluated due to the condition of the received product (unit not loaded on introducer); the cause the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. This one of two units used in the same patient with manufacturer report number 1058196-2011-00493 and 1058196-2011-00494. Additional information will be submitted within 30 days of receipt.